Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 20 (position out of range) and 45 (not at "home" position after power-on/restart) were confirmed during archive review and initial functional testing. The root cause of the reported issues were due to the encoder shaft not in the home position. Visual inspection was performed and cracked bottom cover was noted and the encoder drive shaft does not rotate smoothly. The archive review indicated error message ua 45 (shaft not at "home" position) and ua 20 (position out of range) around the reported date of (B)(6) 2017. Instead of manually rotating the shaft to the home position, the customer has rotated the encoder shaft out of the normally acceptable range which lead the platform to display ua 20. The platform failed the initial functional testing due to the error message ua 20 displayed when the unit was powered on. The platform was not at home position when the platform was powered on. The autopulse platform is a reusable device and was manufactured on 06/24/2008. Therefore, this type of issue is characteristic of normal wear for the life of the device. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Ua 20 can also be cleared by returning the lifeband to its home position. Upon customer approval, the component(s) will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4)..

Event description:
It was reported that the autopulse platform (sn: (B)(4)) failed four times when used on a patient that was experiencing cardiac arrest. The platform was displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart). The customer tried to reset the lifeband into the home position; however, error message ua 20 (position out of range) kept displaying. The customer performed manual CPR during the issue. No patient consequences were reported.